Event description:
The acetabular insert toggled in the shell. Another insert was readily available and implanted without incident. There was no adverse consequence for the pt or delay in anesthesia or surgery time.

Manufacturer narrative:
Summary of evaluation: functional testing revealed the insert functioned as intended by design. The reported toggle could not be duplicated.